Event description:
Additional information:  per review of received medical records, the patient had a hybrid procedure CABG with a viv (23mm s3u in a surgical valve) in the aortic position via open chest approach due to heavily calcified aortic root which would have require a bentall procedure. The CABG procedure was performed first.  The native aortic leaflets were then debrided and the 23mm s3u valve was implanted via balloon expandable under ¿direct vision.¿   the valve was then post dilated with a true balloon to fracture the pre-existing surgical valve.

Manufacturer narrative:
Additional information: b5, h6, h10. Per the instructions for use (IFU), cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) are a potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure.    A vsd is a heart defect that occurs in the wall (septum) that separates the heart¿s lower chambers (ventricles) and allows blood to pass from the left to the right side of the heart. This type of defect allows for oxygen-rich blood to mix with oxygen-poor blood. There are multiple patient and procedural factors that alone or in combination that can cause or contribute to this type of defect during percutaneous aortic valve implantation. Percutaneous closure of the vsd may be required to close the communication. In severe cases, cardiovascular surgery is necessary to repair the defect.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the vsd and subsequent and damage to the native tricuspid valve is unknown as additional information was requested but not forthcoming.  However, the vsd may be related to patient factors (advanced age, frailty, bulky aortic calcification) and/or procedural factors (re-do sternotomy, device manipulation, non-use of fluoroscopy using direct visualization).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI (B)(4). Investigation is underway.

Event description:
Per review of received medical records, the patient had a viv (23mm s3u in a surgical valve) in the aortic position via open chest approach. The patient also had a CABG at the same time. The implant was a success however, after going back on pump a vsd was noted. ¿the septal defect had essentially torn the septal leaflet of the tricuspid valve rendering this nonrepairable. The septal leaflet was taken down so that I could visualize the ventricular septal defect. The stented frame from the transcatheter valve could be visualized.¿ the vsd was repaired and the tricuspid valve required a surgical valve. The chest was closed again. ¿first, there was no visualized jet across the septum by transesophageal echocardiography. With time, it did appear as though there was a small ventricular septal jet it appears as though the patch had partially dehisced. The patient was very stable. I did check saturations in the right atrium and the pulmonary artery. There is actually a stepdown. There was not a step up. In addition, we did calculate a shunt fraction and the shunt fraction was 1.1. I did not feel it is worth going back into try to repair this again.¿ an iabp was placed and the patient was sent to recovery in stable condition.